Event description:
The following has been reported by the biomed at (B)(6): received at depot, confirmed pump problem, needs rear housing replacement, large crack in bottom right corner of rear housing, mechanical hardware failure (housing) rear housing, replaced rear housing, replaced batteries. Wires were pinched. Pulled from heratherm minor pump problem sent back to investigation, pump placed in bring up mode and sent to the test line, passed all stations of the test line front housing final acceptance, provisioned pump to 08 server sent to heratherm, loaded into heratherm @ 18.30 and 04/12/2026, failed heratherm pump problem pulled logs and sent for review, needs new pneumatics, replaced full pneumatics system, pump placed in bring up mode and sent to the test line, pass all stations of the test line front housing final acceptance, provisioned pump to 08 server sent to heratherm, loaded into heratherm @ 16:00 and 05/01/2026, passed heratherm pulled @ 04:00 05/02/2026, 24 hour dwell - complete, lvp burn-in test pass, accuracy test - pass, electrical safety test pass, provision pump to (B)(6), return to service, provisioned pump, software update complete. A preliminary review of the device log files was not performed by fresenius kabi. No pump was returned to fresenius kabi for evaluation. The reported "faulty pneumatic system" was resolved by (B)(6). A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.